Manufacturer narrative:
(B)(4).the device was evaluated and the increased intra-peritoneal volume (iipv) was identified during review of the event history logs. The cause was determined to be a false empty detect and use error of inappropriately programming the initial drain alarm setting. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ an external/internal inspection was performed and the device passed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The homechoice failed the rite functional test due to a system error (se) 1006, 5 volt supply low (addressed in cmplnt-001802485) and modem port loopback failed (addressed in (B)(4)). A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:07:45. During night drain cycle one, the patient's ultrafiltration reading was 2291ml, indicating the home patient (hp) drained 2291ml more than their maximum programmed fill volume of 2500ml. No additional information is available.